Event description:
It was reported that the ventilator fails the oxygen sensor sub-test during the pre-use checks(puc) tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The air gas module which regulates the air gas flow to the patient was replaced during on-site troubleshooting and has been returned for investigation. The reported o2 sensor test failure was not reproduced during test of the returned air gas module in a reference ventilator. Performed pre-use checks passed without deviation and no alarms were generated during ventilation. Several performed o2 sensor tests passed without deviation. The air gas module is considered faultless. The problem is confirmed in received device logs showing that the o2 sensor test had failed for the first time on (B)(6) 2016 and the date of event is updated accordingly. The logs show that the o2 sensor test had failed with failure code 16 several times and with different o2 sensors. Failure code 16 indicates that the o2 sensor test is performed with other gas concentrations than 21% oxygen and 100% oxygen. The oxygen sensor is designed to be tested with pure air (21% oxygen) and pure oxygen (100% oxygen) and the tolerance is very narrow. The o2 sensor test may fail if the air and/or oxygen gas concentrations supplied to the ventilator are outside allowed limits. The failure of the o2 sensor test solely would not affect ongoing ventilation. The root cause to the reported failure has not been determined.

Event description:
(B)(4).